Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance, increasing from 90 ohms to 134 ohms over the last year. The physician performed provocative maneuvers and are all negative. Shock impedance was stable at 120 ohms. After 3 minutes of rv pacing, shock impedance was 118 ohms. This rv lead remains implanted. The physician will continue monitoring closely. The device remains implanted. No adverse patient effects were reported.